Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues on (B)(6) 2026. The infusion set cannula was bent. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for five to six hours. The blood glucose level was 535 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced infusion sets and resumed insulin successfully. No further information is available.